Event description:
It was reported that touchscreen on device did not respond properly when customer attempted to use it. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions or outcomes were reported.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.